Manufacturer narrative:
Continuation of d10: product ID: a810, serial#: unknown, product type: software section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an external device. It was reported by the healthcare provider (hcp) that she had her tablets recently updated to the 2.0 software and on one of her tablets she saw a 338 error code. Technical services reviewed meaning of the 338 error code. Hcp on the call stated that she would try to bypass the three error code on the tablet and said that she did not have time to look over her tablet as she was with the patient. The hcp had no time to troubleshoot tablet and stated she would follow up with her representative.